Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 03/17/2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 115mg/dl compared to bg meter value of 45mg/dl. The patient stated that while she was grocery shopping, she had a low event and collapsed to the floor. The patient stated that the head pharmacist at the grocery store tested her blood sugar, then moved her to the back of the store and sat with her for 1 hour. During this time the grocery store called the ambulance and when they arrived they gave her a glucagon shot and three or four tubes of glucose gel. After thirty minutes the patient was able to go home. Patient alleges the event was caused because due to the inaccuracies the alarm never sounded; the cgm was showing 115mg/dl but the patient's finger stick was 45mg/dl. At time of contact the patient's condition was good. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.